Manufacturer narrative:
Evaluation summary: the stent was positioned on the delivery system balloon between the inner shaft markers as per specification requirements. The 24th and 28th stent wraps were deformed with struts raised and overlapping. No damage evident to the distal tip. Com code: c50190. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a moderately calcified and moderately tortuous proximal om lesion. No damage to device packaging and no issues removing device from hoop/tray. Device was inspected and negative prep performed with no issues noted. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and no excessive force used. It was reported that the stent did not cross the lesion and was removed from the body. Further pre-dilation was performed and when the physician was going to re-use the stent it was noticed that one of the stent struts was sticking out and damaged so the product was not used. The device was replaced with another resolute onyx of the same size to complete the procedure. No patient injury reported.